Event description:
It was reported that the handheld device would not hold a charge and would shut down as soon as it was unplugged from the power adaptor. The nurse elected to keep the handheld device; therefore, no analysis can be performed.